Manufacturer narrative:
A device history review (DHR) could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a correction action for it. However, we will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue: some days after the caesarian, the staples are "spread". No pt injury reported. Pt current condition is fine.